Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. What was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? Could you please confirm the quantity of needles that pulled off from suture during this single procedure? Could you please provide the lot number? Could you please provide the event date and procedure name? To date the device has not been returned. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, it was reported that the needles were popping off the suture. No adverse patient consequences were reported. Additional information was requested.